Manufacturer narrative:
Date of implantation is an unknown date in 2018. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: date of concomitant therapy is an unknown date in 2018, approximately six to seven months prior to implantation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent removal of a trochanteric femoral nailing advanced (tfna) system due to pain. A computerized tomography (CT) scan revealed that the tfna nail had broken through the proximal screw hole. The patient was originally implanted with the tfna system for proximal femoral fracture approximately six to seven (6-7) months ago. Patient status is unknown. Concomitant devices: tfna blade (part: unknown, lot: unknown, quantity: 1), locking screw (part: unknown, lot: unknown, quantity: unknown). This report is for a 10mm/130 degree titanium (ti) cannulated tfn nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot , manufacturing date: 14-mar-2017, expiration date: 01-mar-2027, part number: 04.037.058s, 10mm/130 deg ti cann tfna 380mm/right ¿ sterile, lot number: h316476 (sterile) . This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.942.2, lock prong 130 degree, tfna, bp55, lot number: l301900. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: h249468. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection. Part number: 04.037.912.3, tfna lock drive, bp58, lot number: h272707. Work order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80, lot number: h156482. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.